Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead thresholds rose from 0.8 v, 0.5 ms at implant to 3.5 v, 0.4 ms. The lead was explanted and replaced.